Event description:
Philips received a complaint on the dfm100 device indicating that the system was hanging during testing. There was no patient involvement. The device was evaluated by a philips rse and the reported issue was unable to be duplicated. The device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.